Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 6.0 mm x 150 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a 6 x 100 mm sterling¿ balloon catheter. No patient complications were reported.